Manufacturer narrative:
This report is submitted on december 01, 2021.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2021 for a revision surgery to reposition the device. The implanted device remains.